Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no phacoemulsification during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative checked the footswitch and found a plastic cap to be impeding the movement of the treadle. Once removed, the pedal was found to exhibit no problems, as the customer did not follow the dfu. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a failure to follow the dfu. The manufacturer internal reference number is: (B)(4).